Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model trsx5, serial number/date code is unknown. The owner's manual part number 1110550 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the welds on his trsx5 manual wheelchair have allegedly broken apart due to wear and tear. He states that the wheelchair is over 8 years old. The consumer was not able to locate the serial number for this device. No injury alleged.

Event description:
Consumer called stating that the welds on his trsx5 manual wheelchair are allegedly broken due to wear and tear. Consumer did not specify which weld(s). The wheelchair is 8 years old.